Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 612 mg/dl. Correction bolus was delivered via pump to address bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly; the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.